Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient's stimulation was turning off and on by itself randomly.   [See related (B)(4) for controller issues].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.